Event description:
On august 6, an amazon customer commented that the product was false negative: customer said that the swab in this kit is very flexible which makes it hard to know to collect enough for an accurate sample. This customer used this test kit twice, on the 7th and 8th days after being diagnosed with covid, and got negative results, but when using a different test kit brand on the next day, it came out positive test results. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information, such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result etc following by reporter's consent.